Event description:
As reported by the study, this patient had a non-q-wave myocardial infarction on the day after percutaneous coronary intervention (pci). This patient presented to cardiac cath with stable angina as the primary indication for intervention. Left ventricle ejection fraction (lvef) was >50. The heart rate was 46. Blood pressure was 126/46. Pre-procedure ck was normal. Ck-mb and troponin levels were not documented. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pci was performed on a 90% de novo lesion in the proximal circumflex (in a native vessel) of 30mm in length in a 3.0mm vessel diameter. The (b2) concentric lesion was characterized with a smooth contour, angulation between 45-90 degrees, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.75x9mm balloon at 8 atmospheres (atm) before two overlapping stents were deployed. A 3.0x13mm cypher select plus stent was deployed at 16 atm with satisfactory results. Post-dilatation was done but was not due to under-expansion of the stents, bifurcation, insufficient flow or dissection. Then a 2.75x23mm cypher select plus stent was deployed at 16 atm with satisfactory results. The residual diameter stenosis measured 0%. Pre and post-procedure thrombin inhibition in myocardial infarction (timi) flows were not documented. Intra-vascular ultrasound (ivus) was not used.

Manufacturer narrative:
The patient had a lateral non-q-wave myocardial infarction (mi) on the day after the procedure. It was target vessel related. Post-procedure ck-mb was less than two times above the upper normal limits both at the 6-24 interval and from 24 hours to discharge. Ck was within normal limits during both intervals. There were no ECG changes. There was no repeat pci or coronary artery bypass graft (CABG) as a result of the mi. The patient was discharged on the day following the procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers. Telephone follow-up was made with the patient 34 days later, at the 1-month interval. The patient was asymptomatic. Ongoing medications included aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. There were no new adverse events reported. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2008-00393 and 9616099-2008-00394.